Event description:
It was reported that the patient experienced a syncopal event while playing soccer. They went into ventricular fibrillation (vf) and it was suspected that the ventricular tachycardia (vt) episodes were noise on the right ventricular (rv) lead. The lead remains in use. The patient is in an induced coma and is going through cooling.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr933 implantable pulse generator (ipg) implanted: (B)(6) 2003. (B)(4).